Manufacturer narrative:
The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on as field settings and device was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08649, related manufacturer reference number: 2938836-2020-08650. It was reported that the patient expired on an unknown date. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.